Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged due to a patient fall. A revision procedure took place and the lead was explanted. A previously implanted rv lead was put back into service with use of an adapter. There have been no adverse patient effects reported. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.